Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not detected on bus. A field service engineer opened back panel on station and found the leds on the board to be off. Replaced board and tested station. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus. The customer stated that there was a delay in dispensing medication since user had to go another station to retrieve the medication. There were no adverse events or injuries reported based on this incident.